Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: dr was performing right total knee replacement surgery at hospital. During the surgery when implants box was open by our dsr. Outer box was fine and he notice that inside sterile container was open and damage. The product was not returned to depuy synthes; however, photos were provided for review. The photo investigation revealed both blister packaging were deformed/warped. Furthermore, based on the severely warped condition of the blisters it is not unreasonable to suspect that the seal between the blister and the tyvek lid was breached thus compromising the sterility of the product inside. Per a previous data review activity completed in q1 2023 related to deformed/melted blister packaging, the potential cause of the deformed/melted blister packaging, cannot be traced to manufacturing or other jnj controlled facilities through which finished goods are distributed. Once the product leaves depuy synthes control, it is unknown what environmental/external factors the finished goods products are exposed to. Therefore, the suspected cause is traced to exposer to extreme temperature conditions outside of depuy synthes control. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the attune ps fem rt sz 4 cem would have contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to transport/storage, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product/lot combination.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that while performing right total knee replacement surgery at hospital. During the surgery when implants box was open: outer box was fine and it was noticed that inside sterile container was open and damaged.